Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted that the deployment mechanism was damaged. The tissue retrieval device consists of a pre-rolled tissue bag stored inside an introducer tube, and it may keep its rolled shape upon deployment. The instructions for use (IFU) states, "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." This instructs the customer to further unroll the bag if, upon deployment, the bag does not fully unroll. Based on the description of the event and the damage observed on the deployment mechanism, the root cause of the complainant's experience of the bag coming off of the prongs is due to retracting the deployment mechanism prior to full deployment. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email from applied medical team member, march 30, 2017: "the nurse in the case said there were no patient problems or complications during the case. At the time the patient would be discharged as normal."

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Lap cyctectomy salpingectomy - "doctor deployed inzii bag and the bag did not open. Doctor reports it was very tightly rolled and he did not know how to open it up. As a result of the bag not being open the doctor pulled back on the plunger and the bag has started to close but has also slipped off the prongs. The doctor then proceeded to remove the shaft and the bag." Patient status - no patient injury or illness associated with the event.